Event description:
During laparoscopic roux-en-y gastric bypass, surgeon attempted to use the harmonic shears to create a small incision along the lesser curve of the stomach and lesser omentum below the second vascular arch; however, the product malfunctioned and did not work. Staff changed new cord and harmonic machine, but still would not work. A second hand piece was used of same lot number and also malfunctioned. New hand piece with lot number r94r7t opened and used without any issues. Malfunctioned harmonics had 93 lives remaining.